Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. It was noted that the implantable cardioverter defibrillator (ICD) exhibited unexpected reset. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient complained of discomfort due to the shocks received. It was further noted that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing.